Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the united states that the patient was found non-responsive on (B)(6) 2014 with his controller ac adaptor connected to the controller but not plugged into the wall and two batteries on the floor next to him. Device testing could not be performed as the controllers and controller ac adapter were not returned for evaluation. Additionally, controller files were not provided for analysis despite multiple attempts to obtain them. Review of the manufacturing documentation confirmed that the controllers met all requirements for release; review of the manufacturing documentation for the controller ac adapter could not be performed as the product serial number was not provided. While the cause of the power disconnect cannot be conclusively determined, available information indicates that the hvad system functioned as intended. There is no indication that a device malfunction caused or contributed to the reported event. The most probable root cause of the reported 'vad stop' event can be attributed to a pump stop due to the physical disconnection of the controller ac adapter power source from the wall socket. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2014-00525 and 3007042319-2014-00548) submitted for devices related to the same event. The device was not returned.

Event description:
Approximately three years and nine months post hvad implantation, the patient was found at home face down with his ac adaptor connected to the controller, but not plugged into the wall and two batteries on the floor next to him. The family reported that the vad was not alarming. Cause of death remains unknown at this time. The device remains implanted in the patient post-mortem, but the peripherals will be returned to the manufacturer for analysis. This event is believed to be related to the heartware device by the treating physician. Investigation is ongoing.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.